Event description:
A surgeon reported that a pt developed endophthalmitis following intraocular lens (iol) implantation. A culture was positive for streptococcus pneumoniae. Additional info has been requested.